Event description:
It was reported that during a lap anterior resection procedure, the device was fired on the bowel for distal transection with gold reload for its second firing. It had previously been successfully fired with a white reload on the inferior mesenteric artery/vein. The surgeon reports after the second firing the tissue slips from the jaws prior to opening. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4), baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was not returned to baxter for evaluation, however, a baxter field service engineer performed an evaluation at the customer location. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of depleted battery and determined the root cause to be depleted main batteries. The man batteries and battery harnesses were replaced to repair the reported condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Review of the device event history determined that the reported condition occurred on (B)(6) 2010 and not the originally reported occurrence date of (B)(6) 2010.

Event description:
The facility representative reported a colleague infusion pump with a depleted battery during biomed service. Device evaluation determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.

Event description:
When the 5 french outer cannula of the microintroducer was removed, the hub of the microintroducer separated from the shaft. When physician looked down he saw a small piece of the body of the microintroducer sticking out over the wire.====================== health professional's impression======================the hub of the microintroducer separated from the shaft.